Event description:
It was reported that the device powered on/off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found that it has an intermittent battery operation due to loose battery pins in both wells. Physio tightened the battery pins in both wells and observed proper device operation through functional and performance testing. The device was returned to the customer for use.